Event description:
Follow-up information was received on 07-jan-2025: the case was downgraded to non-serious. The events vascular compromise, anaphylactic shock and capsulated were deleted. The event hypersensitivity was added. Approximately 10 days, after the radiesse injection, the patient experienced edema and erythema which were greater on day 15. The case did not involve anaphylactic shock. Therefore, it was considered as delayed hypersensitivity response because it was after 72 hours. The case did not involve a vascular compromise: according to the photographs sent and what the health care professional (hcp) mentioned. The patient did not present signs of ischemia, color changes, necrosis or apparent vascular alteration (which would become evident within the first 48 to 72 hours). According to the data provided by the hcp and the photographic evidence sent, there was not a serious deterioration of health or threat to the patients life that led to permanent damage. The hcp referred as encapsulation to the significant edema that the patient presented in the area of the middle and lower third at the level of the jowl on both sides, predominantly on the right side of the face. The patient reported that when touching this area she felt a ball. The corrective treatment included placing saline solution on both sides without improvement. On 03-jan-2025, the hcp reported an evident improvement. Due to the provided information, the outcome of event was considered as resolving.

Manufacturer narrative:
This case was re-assessed due follow-up information received, the physician confirmed that the reported case did not involve an anaphylactic shock or a vascular compromise. Also, reportedly there was no serious deterioration that could lead to permanent damage. Therefore, this case is downgraded to non-serious.

Event description:
This spontaneous report was received from a mexican physician via a sales representative and concerns a female patient. She was injected with radiesse, into the lower third. Batch number was reported as a00145390 (expiry date: 30-nov-2025). The batch record review was received and the lot number for radiesse was confirmed as a00145390 (expiry date: 30-nov-2025). A lot search in the global safety database was performed. After the radiesse injection, the patient experienced vascular compromise, and/ or anaphylactic shock. The reporter also mentioned product was encapsulated. The outcome of the events was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the serious events vascular compromise and anaphylactic shock, deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse, lot number a00145390, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformance reports, corrective/preventive actions related to this lot.